Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc carried out air supply and water supply, and confirmed that the water was not cleared sufficiently in the upper left corner of the image. This position is where the air/water nozzle is assembled. Since foreign material was confirmed around the air/water nozzle and inside the nozzle, it is possible that the water was not cleared sufficiently due to the influence of the foreign material. This foreign material may have adhered due to insufficient cleaning or rinsing, but the cause could not be conclusively determined. According to the user facility, the device had been reprocessed with an olympus automated endoscope reprocessor model oer4. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
During upper gastrointestinal endoscopy, the user confirmed that the drainage on the objective lens was poor. The procedure continued and was completed with the device. Then, the user returned the device to olympus medical systems corp. (Omsc), and omsc inspected the device. As a result, it was found that foreign material was attached around the air/water nozzle and inside the nozzle. This failure mode is a MDR reportable malfunction. There was no report of patient injury associated with the event.